Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and lymphadenopathy.

Event description:
Patient reported left side "bilateral exchange from textured to smooth implants due to the patients concerns with the product." Patient also stated that she has some inflammation in both implants, and pain across her back, and left armpit." Patient additionally reported left side "not device ralted, my lymph nodes swell up, in the last 6 months the doctor thought that maybe I have ms or hashimoto¿s" and "like my body is reacting as if I¿m being poisoned, my breast itch from the inside out. I also have capsular contracture, baker grade iii." Device remains implanted.